Manufacturer narrative:
The reported events were dislodgement, failure to capture, and under-sensing. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and under-sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
During follow-up, loss of capture and low sensing resulting in undersensing were observed on the right ventricular (rv) lead. The physician suspected rv microdislodgement. X-ray imaging was performed and revealed no anomalies. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.